Manufacturer narrative:
After review of additional information received date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR? And evaluation codes have been updated accordingly. The controller ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis revealed that the device failed visual inspection and functional testing due to a dislodged serial port center block. This resulted in an inability to adequately establish a connection to a serial data cable or alarm adapter. The most likely root cause of the reported event can be attributed to a forced connection to the serial port, which caused the center block to shift inwards. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. According to the instructions for use (IFU),the controller data port is used to connect the controller to the monitor in order to download information from the pump to the controller and to send operational signals from the monitor to the controller. In addition, this port is used to connect alarm adapters which are used to silence "no power" alarms on a non-functioning controller. The IFU explains the correct method for connecting and disconnecting the data cable and alarm adapter to the controller to prevent damage to either of these components or to the controller data port. An inability to download data from the controller/pump to the monitor may result in no or inappropriate actions taken in response to alarms. This may potentially result in pump stoppage which has the potential harm for serious injury or death due to hypoperfusion, thrombus and asociated sequelae including death. According to the IFU, users are instructed to return any damaged components to heartware. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
The site reported that the vad coordinator was unable to download the patient's controller log files. When inspected, they found that the inner part of the socket was pressed deeper into the socket making a connection impossible. The vad coordinator could not explain how this occurred since they felt that neither the alarm adapter nor the data cable could press this part of the socket deeper into the controller. The vad coordinator felt that this might be caused by an alarm adapter being connected incorrectly (thinner part towards the socket). Of note, he was able to replicate this issue with the use of another "broken" controller and found that it took surprisingly little force to do so. The event was mitigated with an elective controller exchange that was well tolerated by the patient.